Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that the system¿s power loss happened when the doctor depressed the footswitch¿s pedal during posterior vitrectomy surgery (cataract lens dropped) and immediately after that the power recovered. After power recovery, still the footswitch wasn¿t functional (no cut function of cutter) and posterior pack was used but of no use. They rebooted the system more than one time and the issue was still there. The surgeon decided to postpone the surgery to another date to complete the lens drop. Although the surgery was not completed , there was no impact to the patient. When patient left, the first cassette they tried was having infusion prime issue but another cassette (second one) successfully primed and the vitrectomy cutter (not the initial one but back up cutter), was fully functional. This report pertains to events related to fluidics management system.

Manufacturer narrative:
The used pak was visually inspected, and no obvious defects were found. The identification (ID) tabs and the infusion chamber were intact. The returned manifolds, connectors, and components were found to be in good condition. The connectors were connected to the cassette and handpiece without any interference. The ball in the drip chamber¿s check valve moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. The light emitting diode rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. 10000 cut rate displayed on the console screen. The returned product was tested using the calibrated console. The product could prime, tune with the ultrasonic handpiece, the 0.9 milli meter aspiration bypass system tip from the lab stock and returned infusion sleeve, and pass intra ocular pressure calibration successfully. The product was recognized as cassette on the console. Fluid flowed from the balanced salt solution bottle to the drain bag without any interfering. No bubble was observed in the nifs fluid path before the cleaning process. No air leak was detected from the infusion airline during priming process. The infusion pressure, irrigation, and aspiration rate were all measured at multiple set points throughout the console range and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. With the infusion control on, fluid flowed from the cassette continuously without generating air to the infusion line. When the fluid/air exchange (f/ax) control was on, only air was introduced from the cassette to the infusion line. No message code appeared on the screen. No leakage was detected from the handpiece, infusion manifold, cassette, irrigation/aspiration manifold, connectors, manifolds, pump elastomer or on the pump area of the fluidics module. The cleaning process was able to be performed after functional testing was completed. The product passed functionality per standard operating procedures. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in h.6. And h.11. Product evaluation was not able to be performed since the reported product was not received at the investigation site for evaluation. The customer also provided pictures of power recovery of console, and error log screen that showed multiple system message or advisory. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. The company representative tested the device, the system was working properly as both pedal and vitrectomy cutter were fully functional. The nurse confirmed that all doctors are currently using the system without any issues. Based on the evaluation of the information and materials received, the investigation was unable to conclusively identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.